Event description:
It was reported that the patient expired. Merlin.net transmission showed several vt/vf episodes which multiple therapies were delivered. Upon review of the episodes, it was confirmed that the patient was in vt/vf during the four episodes for which three therapies were delivered and one therapy was aborted. There were several instances of undersensing in these episodes, which at one point resulted in an inappropriate return to sinus and aborted therapy during the final vf episode. The physician suspects the patient ultimately died as a result of myocardial infarction.

Manufacturer narrative:
(B)(4).